Event description:
Allegedly, patient was revised due to periprosthetic fracture stem. Revision njr number: (B)(4) side:r. Primary asa: p2 - mild disease not incapacitating. Components not revised: procotyl l beaded and ha coated cup size 58mm product ID pha06268 lot ID 111. Rim-lock biolox delta ceramic liner 36mm ID group f product ID pha04512 lot ID 111.